Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows the partial view of a clinician holding the drainage catheter in which the hub was noted to be cracked. Therefore, the investigation is confirmed for the reported drainage catheter connector fracture issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(unique identifier (UDI)), g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. On (B)(6) 2026, it was reported that the drainage catheter connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. Sometimes post, the drainage catheter connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.